Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected troponin I results were obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The results were considered discordant when compared to the results from a non-vitros point of care (poc) test and from the vitros hs troponin I (hstni) assay obtained using an alternate vitros instrument at an alternate site. Patient sample results of 3.48 and 3.47 ng/ml (above the url) vs. The expected result of <0.034 ng/ml (below the url) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (b(4) and reportability assessment 612475.

Manufacturer narrative:
The investigation has determined that discordant, higher than expected troponin I results were obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The results were considered discordant when compared to the results from a non-vitros point of care (poc) test and from the vitros hs troponin I (hstni) assay obtained using an alternate vitros instrument at an alternate site. The assignable cause of the event is sample interference from heterophilic antibodies. The result obtained from the patient sample after treatment with hbt was significantly lower than the initial results. According to the vitros tropi es instructions for use (IFU), under the limitations of the procedure section: for troubleshooting purposes, if the result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Historical quality control results for vitros tropi es reagent lot 6001 were within expectations. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6001.